Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The probe was returned for evaluation. The instrument tip is broken off approximately ~8 mm from the end; the broken-off portion of tip is missing and not returned for analysis. The instrument shaft is bent in multiple locations, and microscopic examination of fracture revealed a fairly tortuous fracture surface with no indications of fatigue. The location, nature of failure and additional damage suggest failure due to bend stress overloading.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the feeler broke off during use. The tip was retrieved. Not patient complications were reported.